Manufacturer narrative:
Device analysis: the facility disposed of this product, consequently, a returned product analysis will not be possible. As the lot number is unk, a review of the shop floor paperwork could not be performed. The root cause of the difficulties experienced could not be determined.

Event description:
It was reported by the pt that he had a vena cava filter placed in 2003. In 2006, he was told "if I did not have surgery right then, that I would have died." He was told that the sack that protects his heart had been punctured. At which point he had to have open heart surgery to repair the damage. Add'l info has been requested regarding this event.